Manufacturer narrative:
The samples were collected in lithium heparin tubes and centrifuged at 3000 rpm for 10 minutes. The customer stated qc was within range. Per bci field service engineer (fse), the last system checked failed. The date of the last system checked was not provided. The fse replaced multiple parts and performed preventive maintenance. A clear root cause can not be determined.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards accutni results above the acute myocardial infarction (ami) cutoff for two patients generated by unicel dxc 600i synchron access clinical system. The samples were repeated and lower results were obtained. One patient's result was recovered within the risk stratification range and the other within the normal reference range. The erroneous results were not reported out of the laboratory. Patient treatment was not impacted by this event.